Event description:
Reporter called on behalf of their family member stating they received a letter from (B)(6) regarding their true metrix glucose monitoring device has been recalled. Reporter states there were no adverse events.